Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death or serious injury.

Event description:
A vns treating physician reported to our country manager in (B)(4) that they had a patient with high lead impedance dcdc 7 output current limit, eri no. Their vns was programmed off. The patient is being referred for surgery no date set at the time. X-rays have been taken but not provided to the manufacturer for review at this time. It is not known if the patient had any fall, injury or manipulation of their device prior to their high impedance being attained. Good faith attempts thus far have been unsuccessful in attaining any further information.